Manufacturer narrative:
Action: analysis of customer's data. Investigation: the time between the two provided results were not specified. If the time elapsed exceeds 3 hours there is a high possibility that the discrepancies are due to changes in the status of the pt. Inratio 1.3, reference 3.7, mean 2.50, confidence limits 1.6 - 3.4. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. Customer did not provide a lot number or return product for investigation. Unable to perform further investigation without add'l info. Conclusion: analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. Customer did not provide lot numbers or return products for investigation. Unable to perform further investigation without add'l info. Root cause could not be determined from the info provided by the customer. No strip lot info was available. This issue will be subject to tracking and trending.

Event description:
Caller alleged discrepant inratio2 inr result in comparison to the laboratory inr result. The caller was inquiring as to where he could get his older generation (>five years old) inratio calibrated. States that approx eighteen months prior it produced alleged erroneous results and believes it was not working correctly. Reports that he had been in the hosp for a stroke and did a comparison with his inratio2 to the laboratory. The inratio inr result was 1.3 and the laboratory result was 3.7. He has not attempted to run a test since, however, he plans on traveling and wishes to use the device. There was no info provided on the exact date of the hospitalization, the date of the comparison nor the lot number of the strips.